Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramps- daily') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lower back pain - daily"), abdominal distension ("bloating") and feeling abnormal ("brain fog"). The patient was treated with surgery (essure removal, hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower, back pain, abdominal distension and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain and feeling abnormal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain lower ("severe cramps- daily") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of constipation in 2007, trichotillomania in 2006 and hyperlipidemia, obesity, pelvic pain female, hammer toe, bunion, obstructive sleep apnea syndrome and uterine fibroids. As concurrent condition the report mentioned adenomyosis. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced abdominal pain lower (seriousness criteria medically important and intervention required), back pain ("lower back pain - daily"), abdominal distension ("bloating") and feeling abnormal ("brain fog"). The patient was treated with essure removal on (B)(6) 2021 with laparoscopic robot-assisted total hysterectomy and salpingectomy and cystoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain lower, back pain and feeling abnormal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: surgical pathology report final pathologic diagnosis: cervix, uterus, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: no diagnostic pathologic alteration. Endometrium: inactive phase. Myometrium: leiomyomas and adenomyosis. Fallopian tubes, bilateral: no diagnostic pathologic alteration clinical history total hysterectomy and salpingectomy, laparoscopic robot-assisted. Cystoscopy. Pre-op consultation: uterine fibroids, female pelvic pain gross description: the right fimbriated fallopian tube segment measuring 5.7 cm in length with an average diameter of 0.5 cm. The serosal surfaces are [link-grey and smooth. The cut surfaces reveal an embedded essure coil and are otherwise grossly unremarkable. The left fimbriated fallopian tube segment measuring 5.5 cm in length with an average diameter of 0.5 cm. The serosal surfaces are pink-grey and smooth. The cut surfaces reveal an embedded essure coil and are otherwise grossly unremarkable. [X-ray of pelvis and hip] on (B)(6) 2021: hyperechoic linear structure seen at uterine fundus on pelvic uis done for chronic pelvic pain & back pain; ck location of essure devices. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2022: medical record received. Reporter's information, lab data and medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramps- daily') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lower back pain - daily"), abdominal distension ("bloating") and feeling abnormal ("brain fog"). The patient was treated with surgery (essure removal, hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower, back pain, abdominal distension and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain and feeling abnormal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.